Event description:
Event description guidant received information that the patient with this pacemaker and right ventricular lead was believed to have experienced loss of capture. One week later, at a follow-up, the patient's threshold measurements were within a normal range and the patient was sent home. Approximately two months later, the patient presented at the hospital due to severe dizziness and weakness each time he moved. High impedance measurements were observed and the device was explanted.